Event description:
It was reported that this right ventricular (rv) lead was explanted. This lead exhibited exit block and high out of range impedances. Measurements were reported to be superior to 3000 ohms. The cause was suspected to be lead related. The patient underwent surgical intervention to remove and replace this device. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information was received which indicated the lead was returned for analysis. The patient has not signed the consent form to allow analysis of the returned product.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. H3 other text : no signed consent to allow analysis of the product.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted. This lead exhibited exit block and high out of range impedances. Measurements were reported to be superior to 3000 ohms. The cause was suspected to be lead related. The patient underwent surgical intervention to remove and replace this device. No additional adverse patient effects were reported. The device is expected to be returned for analysis.